Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during recanalization procedure, the tip of the catheter allegedly detached. It was further reported that the distal catheter segment was removed. There was no reported patient injury.

Event description:
It was reported that during recanalization procedure, the tip of the catheter allegedly detached. It was further reported that the distal catheter segment was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, there is no anomaly noted to transducer handle or saline hub. Distal tip and marker band is noted to be missing and a tear was noted to the catheter. No functional testing was performed. Therefore, the investigation is confirmed for detachment of device or device component issue as the distal tip and marker band was noted to be detached and missing from the catheter. The investigation is also confirmed for the material torn issue as the catheter was noted to be torn. A definitive root cause for the reported tip detachment issue and identified material torn issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.